Event description:
It was reported that a diagnostic anomaly resulting in a missing alert for the device reaching end of service (eos) was observed on the device. No intervention has been performed to resolve the event. The patient was in stable condition.